Event description:
Customer reported that their pump was not charging due to a broken usb port, which prevented the pump from starting. There was no reported impact on the customer¿s blood glucose level due to this issue. As a corrective action, the customer arranged to return the faulty device, and a replacement pump was provided.